Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill presented a critical error immediately when plugged in. A case was attempted and the drill presented a timeout error followed by a flicker icon at the connection screen. There were signs of ingress under the motor cover. The most likely cause of this event was electrical component failure in the exposure motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file will undergo further investigation and possible adjustment by the site quality team. Per complaint details from the us, it was reported that during a cori assisted tka surgery, after burring the distal femur, the surgeon burred the tibia twin pegs and received a robotic drill critical error. They attempted to leave the case and recalibrate the real intelligence robotic drill, but received the error again, several times. The surgeon decided to use a manual cut guide and manually cut his tibia using an extramedullary cut guide and complete the case manually. The procedure was completed, with a 10 minute delay, by changing the surgical technique to manual procedure. Patient was not harmed beyond the problem reported. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill (us) rob10013, (B)(6) , used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. A kpc test was attempted and failed. The drill presented a critical error immediately when plugged in. A case was attempted and the drill presented a timeout error followed by a flicker icon at the connection screen. There were signs of ingress under the motor cover. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use for guidelines on recovering to a fully manual procedure in the event of an unrecoverable hardware failure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7, h9 corrected data: g2, h6 (medical device problem code).

Event description:
It was reported that during a cori assisted tka surgery, after burring the distal femur, the surgeon burred the tibia twin pegs and received a robotic drill critical error. They attempted to leave the case and recalibrate the real intelligence robotic drill, but received the error again, several times. The surgeon decided to use a manual cut guide and manually cut his tibia using an extramedullary cut guide and complete the case manually. The procedure was completed, with a 10 minutes delay, by changing the surgical technique to manual procedure. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
Internal complaint reference case- (B)(4).